Event description:
It was reported that the 9600 emi system had recalled images that were missing parts of those images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the hard drive and reloaded the software. The system operates as intended.